Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) an elevated blood glucose (bg) level of 792 mg/dl. Reportedly, the cause was due to the customer not receiving sensor readings from the non-tandem continuous glucose monitoring system. Subsequently, the customer was admitted to the hospital where intravenous fluids and manual injections were administered to resolve the issue. Reportedly, the customer was released from the hospital on (B)(6) 2019 with no permanent damage.